Manufacturer narrative:
(B)(4). This lot was manufactured october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, white particles between 0.70 - 1.52mm in length were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside its balloon. This was found during filling with either tobramycin or ceftazidime. There was no patient involvement. No additional information is available.